Manufacturer narrative:
The device was returned and evaluated; the customer¿s allegation was confirmed. The no image issue was due to faulty charged cabled device. An additional finding of a faded serial plate was also noted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the hd camera head had a no image issue. The event was found during preparation for use. The procedure was completed using a similar device. There was no report of patient harm or injury associated with the event .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty charge-coupled device (ccd). However, the specific cause of the faulty ccd was not established at this time. Olympus will continue to monitor field performance for this device.